Event description:
Customer reported that every two months he has high blood glucose that he can't lower. The customer stated that he would try to take 90 units of insulin, but it still wouldn't lower his blood glucose. He also stated that he would have to go to the emergency room for an IV of saline to treat his blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.